Manufacturer narrative:
Patient information was requested from the site, but not provided after multiple attempts. The model #, and lot# were not provided by the site. Di and expiration date are determined by model and lot#. Therefore, they are unavailable. Concomitant device details were not provided by the site. Device manufactured date is determined by lot# and therefore unavailable. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead management procedure commenced. The physician was able to completely remove the lead using the spectranetics glidelight laser sheath. The procedure staff noted a decrease in blood pressure after the lead was removed. The patient was moved to the operating room (or) for rescue intervention. A tear at the superior vena cava (svc)/innominate junction was located and repaired. The patient stabilized and was released from the hospital (B)(6) 2019 after recovering.